Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the explant procedure, a large foul-smelling clot was found in the device pocket. The clot was removed from the device pocket.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated the proximal conductor of the lead de veloped a fracture at the first rib/clavicle location while in vivo. The exposed superior vena cava defibrillation coil was fractured. The right ventricular defibrillation coil was fractured at the 1st rib/clavicle location. The inner insulation of the lead develo ped a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The overlay tubing was breached at the 1st rib/clavicle location. If information is provided in the future, a supplemental report will be issued.